Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported event of break: method of use ¿ posology ¿ juvéderm ultra plus¿ xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured.

Event description:
Healthcare professional reported injecting a patient with a syringe of juvéderm ultra plus¿ xc in the face using the packaged needle. During the injection, the syringe broke while it was in the patient's face at the connecting part where the needle connects.¿ there were no injuries.

Manufacturer narrative:
Lab analysis of the device found no defect.

Event description:
Healthcare professional reported injecting a patient with a syringe of juvéderm ultra plus¿ xc in the face using the packaged needle. During the injection, the syringe broke while it was in the patient's face at the connecting part where the needle connects.¿ there were no injuries.